Event description:
General report received of an unspecific number of undocumented incidents of inadequate suction. Prior to pt use during testing of the devices, it was reported that suction was created but there was a "leak" at the connection of the suction tubing and the liner lid. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. The catalog # provided is the international list # that was involved in the reported event, which is comparable to the domestic list. The domestic list has a common device. The info on reprocessing of the devices was requested; however, no response has been received.